Manufacturer narrative:
The patient reported that the skin around the injection site appeared slightly red and is swelling after an insulin injection at home. A review of production records showed no abnormalities or deviations from the validated manufacturing process. Bioburden, endotoxin lal, and irradiation certificate associated with the product were all reviewed and no anomalies were found. Pen needles were tested for biocompatibility according to iso 10993 and passed. No device issues were detected.

Event description:
The patient reported that the skin around the injection site appeared slightly red and is swelling after an insulin injection at home.